Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 weeks after the dental implant was installed in intraoral region #28 it was verified its non-osseointegration. A 30 ncm of primary stability was achieved.